Event description:
It was reported that while holding the trigger, the blade fully extended but then would not retract. A manual override was performed to remove the echelon. This device was then put to the side and a new echelon opened and used to complete the surgery with no patient adverse event.

Manufacturer narrative:
(B)(4). Batch # 798a07. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage, a tyvek and no reload present. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the red motor wire was noted to be disassembled from the motor terminal, therefore making the device non-functional. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 798a07, and no non-conformances were identified.